Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2013 patient reported she recently had a ketoacidosis incident where she received medical treatment in the ER. Patient stated she wears an insulin pump and that the ketoacidosis was due to a malfunction of the pump system. On follow up call the patient reported she had taken the pump off and put it away after the incident and stated the pump is a one touch ping, and the infusion set is an animas comfort infusion set. Patient stated she quit wearing the pump because she has so much scar tissue in her abdomen that it is causing the cannulas to bend. Patient was using an insulin pump and infusion set manufactured by animas corp. And not by our company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).